Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an inicident where user received "no sensor detected alerts",which led to early sensor removal.

Manufacturer narrative:
The user reported persistent "no sensor detected" alerts and unstable signal issues. The user was unable to palpate the sensor. Troubleshooting for transmitter placement over the sensor was conducted via zoom-assisted session, but the issue could not be resolved. The user was initially given a transmitter replacement to determine if the issue was related to the transmitter. However, the issue persisted following the replacement. As a next step, the user was advised to reach out to their hcp for assistance with locating the sensor and to discuss the next steps, such as sensor removal and replacement. An RMA was authorized for return of sensor and transmitter for further investigation.only the transmitter was returned to senseonics by the time of complaint closure. Investigation found that the returned transmitter passed all tests with no identified issues. The dms confirmed that the user was re-inserted with a new sensor on (B)(6) 2025 and is currently using the system. In an associated complaint (MFR# 3009862700-2026-00290), the hcp reported difficulty explanting the sensor and confirmed that they could not get a signal with a transmitter. The user's issue was likely due to the sensor being inserted too deeply. B4. Date of this report: 01 march 2026. G3. Date received by the manufacturer? 01 march 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4111. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4311.